Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material in the insertion section was confirmed. The type of foreign material could not be identified. It is possible that the leak caused by the deformation of the scope cover prevented proper reprocessing and therefore the foreign matter could not be removed. However; a definitive root cause could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. Instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.